Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that on 23apr2023, duragen dural graft matrix (duragen) was used in a "craniotomy for tumor removal" for the closure. Subsequently, the neurosurgeon performed a revision on the same patient and stated that the patch had disappeared, and he could see the brain. There was no neodura. Additional information was received indicating the following: the revision surgery was for a recurrent meningioma. First surgery was for a meningioma resection in which duragen was used. Revision was for the same recurrent meningioma.

Event description:
N/a

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10 the duragen dural graft matrix (duragen) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause of the reported issue could not be determined. However, based on the available information, a medical assessment was performed which concluded the following: "the device relationship remains inconclusive as multiple inquiries remain unanswered from the surgeon which is necessary to establish timeline and any alleged pathologic response. Nonconformance, scar, or CAPA histories were reviewed from january 2022 to january 2024, and none has been issued that could be related to the reported condition for the duragen product family.¿ if additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.